Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported via phone call that customer had high blood glucose of 473 mg/dl, which was treated with a bolus delivery. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that there were air bubbles in infusion tube and reservoir. After attempting to remove air bubbles, caller reported that air bubble was not removed from infusion tube. Caller was advised that not being able to remove air bubble from infusion tube could be due to it being actually a stress indentation and not an air bubble. Caller declined tubing clamp being sent in order to perform high pressure test.